Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable connection was evaluated and repaired. The system software and configuration files were also reloaded during the service event. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the image locked up. No patient serious injury or death was reported related to this event.